Manufacturer narrative:
This report has been identified as b. Braun medical inc. Int(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformance or abnormalities were noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility through medwatch # (B)(4): "pt receiving chemotherapy infusion noted to have wet clothing at site of IV tubing laying on arm. Appeared to be associated with injection port." Reference importer # (B)(4).